Manufacturer narrative:
An event regarding an alleged infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: not performed because medical records were not provided. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot and referenced sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Components explanted due to infection on left knee.

Manufacturer narrative:
Concomitant medical products: triathlon ps fem component, cemented; cat# 5515-f-601; lot# gjgla; tri ts baseplate size 6; cat# 5521-b-600; lot# hfkn; triathlon asymmetric x3 patella; cat# 5551-g-401; lot# rkp1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Components explanted due to infection on left knee.